Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The returned unit did not meet all specific functional test. The evaluation showed that the unit received with the swivel adaptor teeth will not close properly and will not fully engage; the base handle is out of adjustment and needs to be readjusted. The observed condition is likely caused by wear and tear of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00382.

Event description:
This is 1 of 2 reports. A customer reported that the a3101 mayfield composite series base unit and swivel adaptor would not fully tighten. There was no patient involvement. The malfunction was discovered before the procedure.